Manufacturer narrative:
Age at the time of event: 18 years or older.

Event description:
It was reported that the seal was compromised. An encore 26 inflation device was selected for use. During preparation, a crack was observed in the plastic case containing this device. The device was replaced with another and the procedure was completed. No patient complications reported.